Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On(B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter read inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr.the patient advised the csr that on (B)(6) 2019 at 9.50am, she obtained an inaccurately high result of ¿16.1mmol/l¿ on the subject meter, compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with insulin (humulin; self-adjusted). She stated that she followed her usual diabetes management routine and one hour after the alleged product issue began, took 44 units of humulin m3 insulin in response to the alleged inaccurate high reading. The patient explained that one hour after she took the insulin dose, she felt ¿drowsy and tired¿. She explained that she did not receive any treatment for her symptoms above or beyond her usual routine of diabetes management and care. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used at the time of testing. The csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips at the time of the initial call. Replacement products have been sent to the patient.this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.